Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for evaluation, and the reported "insufflator disabled message" issue was confirmed and replicated. The field service engineer confirmed that the issue occurred in the field. The ccc was visually inspected, and no issues were found. The unit was installed on a known good in-house system, but the vision side cart (vsc) monitor could not display the full screen. The vsc touch display showed an "insufflator disabled" message, and the vsc could not complete the power-on sequence, with the power button continuously flashing blue. The unit was taken to a programming station, where it was confirmed to be bricked, as per document (B)(4). As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not complete the post and the system was displaying an insufflator disabled message. The reporter explained the facility had completed generator tests last evening. Technical support engineer (tse) walked the staff through disconnecting the blue fiber cables and powered each component of separately. The patient side cart (psc) and surgeon side console (ssc) powered up with no issue. The vision side cart (vsc) powered up displaying the insufflator disabled and the flashing blue power button. The procedure was completed with no reported injury.